Event description:
The haptic broke after the lens was implanted. The incision was slightly enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00378 for the intraocular lens used with this delivery device.